Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm, (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset, (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6) 320-15-01 - eq rev glenoid plate, (B)(6) 320-15-05 - eq rev locking screw, (B)(6) 320-20-00 - eq reverse torque defining screw kit, (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6) 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, (B)(6) 320-42-00 - 145-deg pe 42mm hum liner +0, (B)(6) 321-52-07 - 3.2mm drill bit sterile. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 66-year-old male patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2025, approximately 1 year 2 months post the initial procedure. The patient complained of pain. Implant fail. The surgeon is sending the explants back for analysis. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explant is available for return. No device images were provided. No further information.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided.